Manufacturer narrative:
(B)(6). Date of non-union is not known. 510k: this report is for an unknown retrograde/antegrade nail. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with retrograde antegrade nail (standard locking technique) and an unknown number of locking screws in (B)(6) 2016, and later developed a non-union. The patient underwent a revision surgery on (B)(6) 2017 and was revised to a larger antegrade retrograde nail without issue; all previously implanted devices were removed intact without any surgical delays or additional medical intervention required to explant the devices. During removal of the screws, however, it was noted that three of the screwdrivers were stripped during attempted removal of a locking screw. These device malfunctions have been reported in related record, (B)(4). This report is for one (1) retrograde antegrade nail. This is report 1 of 2 for (B)(4).